Manufacturer narrative:
(B)(4).

Event description:
Procedure: appendectomy. According to the reporter: after application on the tissue the clip remained in the magazine. The clipped blood vessel was ripped during the removal of the clip from the magazine. A new clip was used to complete the case. The tacks, fallen into the pt's cavity, had to be retrieved. There was no loss of blood over 250 cc and no extension of operative time.